Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable tachy lead - (B)(6) 2002; 4193 implantable pacing lead - (B)(6) 2003; 2872 implantable adaptor - (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited double counting of ventricular tachycardia- non-sustained (vt-ns) causing rates fast enough to increment short interval counts (sic). In addition, two fast vt-ns episodes triggered the lead integrity alert (lia). Reprogramming with the patient's cardiologist was discussed. The lead currently remains in use. No patient complications have been reported as a result of this event.